Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient feeling fatigue presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No further information was available.